Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) could not be interrogated via inductive means. Based on this, it was suspected that the battery of the pm had prematurely depleted. Additionally, it was noted there was a low voltage output issue. The pm was explanted and replaced. The patient was stable.

Event description:
New information received notes the patient did not experience any symptoms due to the observation. The pacemaker was believed to have undergone premature battery depletion. The patient was stable before, during and after the procedure.